Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1981-10s serial/batch number 2208123832 was received for investigation. Functional testing found that the single-use oat was stuck inside the clear tip. Upon visual evaluation, it was found that the single-use oat was stuck inside the clear tip; the diameter of both devices cannot be measured due to this event. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2023 by an arthrex employee via sems that an ar-1981-10s donor graft could not be removed from the donor harvester. The surgery was not completed and the wound closed. Case involvement, aborted procedure.